Event description:
It was reported that shaft hole was encountered. A 7.0 x20, 75cm gladiator elite balloon catheter was selected for use. However, during preparation, a hole was noticed in the shaft. The procedure was completed using an alternative device and there were no patient complications nor injuries reported.